Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not keep pneumo, the trocar was leaking. They completed the procedure with that device and no patient outcome. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.